Event description:
It has been reported to co that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon into the patient and inflated to occlude the vessel. The physician stented the vessel. The physician inserted the aspiration catheter and noticed that the occlusion balloon had deflated. The physician removed the device and replaced with another to complete the case.